Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 58-year-old male with cardiomyopathy and pre-support clinical status consistent with scai shock stage d underwent impella support via a left axillary/subclavian surgical arterial access using a prior access site. The device was reported to insert smoothly; however, upon initiation of support, pump flows were noted to be saturated, with a possible thrombus suspected as a contributing factor. No left ventricular thrombus was observed during the case, though the patient had a history of prior lv thrombus and was noted to be hit-positive, which may have contributed to the event. Biomaterial was observed in the outflow following explant. The initial pump was removed due to the observed failure mode after approximately four days of support, and the patient survived the explant. A second pump was implanted immediately but was removed within minutes, and a third pump was subsequently placed and remained in use with the patient reported as stable at the time of reporting. The event of saturated pump flow necessitated device removal and replacement, with possible thrombus formation as a contributing factor; the patient tolerated the interventions and remained stable on continued support with a replacement device.

Manufacturer narrative:
E0514 removed from h6; e050304 and a01 added. The investigation is still ongoing.